Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/26/2019. (B)(4). Fse confirmed the led failure while performing periodic maintenance. Fse replaced the power switch overlay to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Philips field service engineer (fse) reports led indicator is faulty. No patient/user harm reported. Event date not specified; estimate used.